Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records were reviewed and no non-conformances that would cause or contribute to the reported complaint were identified. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient received the unit in (B)(6) of 2014, he wrote a letter stating he used the bone stimulation device for one week and it burned his foot and dehydrated him. He stated he had to be treated for dehydration. Attempts to contact the patient for additional details have been unsuccessful.